Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation : rupture and capsular contracture baker grade iii further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Explant physician reports extra capsular rupture of the device and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; opening extended, red particles on the shell, red particles on the gel and underweight. A visual and microscopic analysis was performed which identified; sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Explant physician reports extra capsular rupture of the device and capsular contracture baker grade iii. Device has been explanted.